Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the device was able to suction the tissue, but the bands could not be deployed. After an adjustment, the bands were able to deploy; however, a premature deployment occurred, as multiple bands were released at once instead of one at a time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the device was able to suction the tissue, but the bands could not be deployed. After an adjustment, the bands were able to deploy; however, a premature deployment occurred, as multiple bands were released at once instead of one at a time. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h2: additional information: block b5: there was no difficulty setting up the device. Block h2: correction: block e1: initial reporter phone. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damaged, and the bands were overlapped, one of these bands was damaged. Also, the trip wire was detached of the handle and, the handle was not returned for the analysis. Based on the evidence, the device code of bands failure to deploy is confirmed. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of bands premature deployment and bands failure to deploy were defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.